Event description:
Reportedly, during testing, oxygen sensor was having a low reading. Issue was not able to be resolved by calibration. The oxygen sensor was replaced, which resolved the reported issue. No pt involvement reported.

Manufacturer narrative:
(B)(4).